Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) small volume folfusors leaked. This was observed in the overwrap packaging. The sets were filled with 5-fluorouracil. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Upon further investigation, it was determined this report is a duplicate of manufacturer report number 1416980-2020-02319. All information can be found under that manufacturer report number 1416980-2020-02319. Should additional relevant information become available, a supplemental report will be submitted.